Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see 3013394970-2017-00102. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device currently under investigation.

Event description:
The user facility reported insertion difficulties with the involved angio-seal device. The following information was provided by the user facility: using a 6 french vip, the scrub tech could not get the arteriotomy locator down the sub-cutaneous space/wound track in order to get a strong pulsate flow and was not able to set the foot properly; the procedure was abandoned when the angio seal device failed; hemostasis was achieved through manual compression once act came down to manageable level; manual compression was held for 15 minutes; the estimated blood loss was reported to be less than 250cc; and the patient was stable and discharged from the medical facility. Pre-deployment angiogram performed. Right femoral artery puncture. Trained user.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation results. One 6f angio-seal vip was returned. The arteriotomy locator and hemostasis sheath were mated with each other upon return; the carrier tube assembly was not returned. The sheath was kinked at the blood inlet hole and curved at proximal and distal segments to the holes. There was blood like substance observed on all returned components. Microscopic visual inspection revealed significant kinking of the hemostasis sheath (and enclosed locator) at the blood inlet holes. The locator outer diameter was found to be 0.0909". The hemostasis sheath inner diameter was found to be 0.094". The hemostasis sheath hub cap circular opening above the valve was found to be 0.145". The locator inlet holes were unable to me measured because of earlier mentioned damage. All measurements were found to be conforming to the revision of drawings active at the time of manufacturing as referenced in the DHR. Though further information about patient anatomy and vascular health was not available, based on the condition of the returned part; it is likely that extreme angulation of the sheath and locator assembly in-situ led to folding of the blood inlet holes which precluded normal pulsatile flow. The complaint is confirmed for kinked sheath at inlet holes. The likely root cause is excessive angulation inside the vessel leading to folding of the inlet holes. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.